Event description:
The customer reported that the device's display had faded and was unreadable. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device's display had faded and was unreadable. There was no reported patient involvement. Philips field service engineer evaluated the device and confirmed the complaint. The display was replaced to resolve the problem. All performance assurance tests passed and the device was put back into service. Given all available information, we will consider this to be a malfunction of the display assembly that caused the display to become faded.